Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in sweden as follows: it was reported that at fixation c5-c7. During surgery there was a tactile feeling of a good bone attachment. It was reported that on postop x-ray everything looked fine; and the patient was cured from her symptoms. During return visit 8 weeks later, the patient is still feeling good, but on x-ray there is pullout on 4 of 6 screws. This report is for 4 unknown screws. This is report number 1 of 1 for (B)(4).